Event description:
It was reported in the period of about 2 years, the PICC groshong is occluded in 40 patients in outpatient care. The groshong patients often have an elastomer pump. Unfortunately, we do not have more detailed product information. This report addresses the thirty eighth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.